Event description:
It was reported that stent damage occurred. A 32x2.50 omega¿ stent was selected to treat the target lesion. However, stent damage was noticed. It was further reported that the patient was hemodynamically unstable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an omega stent delivery system (sds) with stent. The balloon was tightly folded. The stent was secure between the markerbands. The stent was not damaged. There was no damage noted to the shaft/ hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x2.50 omega stent was selected to treat the target lesion. However, stent damage was noticed. It was further reported that the patient was hemodynamically unstable. This product is only (B)(6) approved but is similar to an approved us device.